Event description:
It was reported that a mayfield lost its pressure which created larger than usual pin sites that had to be sutured closed. The problem was with the base unit. No other damage to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information received from the customer on 25aug2016 with the following: on (B)(6) 2016, a (B)(6) male patient underwent surgery (type of procedure not provided). An a1059 mayfield modified skull clamp was used. It was reported that surgery continued with the same skull clamp after the incident occurred. The larger than usual pin sites had to be sutured. Integra disposable skull pins (either a1083 or a1084) were used. The customer was not sure if the skull pins were pediatric or adult pins. The skull pins are not available for evaluation. Integra has completed their internal investigation on 09/14/2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: product ID a1059 was sent in for evaluation as opposed to an a2101 as such this inspection will based on this part. It should be noted that the complaint description does align more with an a1059 as opposed to an a2101. Lastly the description reported when this device was received was slippage. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Unit needs to be machined to have heli-coils added to large starburst threads; general maintenance and cleaning required. This device was manufactured on december 31, 2011. A DHR review of the following work orders with lot code 119 shows that the lots passed all necessary inspection points without any mrrs, reworks or variances. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. Service history: date of service: 12/23/2014. Slippage: no manufacturing or design related trend has been identified. Larger than usual pin sites: a two year lookback in complaint system for this reported failure and or related to "larger than usual pin sites " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. In summary: product ID a1059 was sent in for evaluation as opposed to an a2101 as such this inspection will be based on this part. It should be noted that the complaint description does align more with an a1059 as opposed to an a2101. When this device was received the supporting documentation referenced slippage. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2011 and last serviced in 2014.